Manufacturer narrative:
H10: internal complaint reference (B)(4). H3, h6: the reported devices were received for evaluation. A visual inspection revealed they were returned in two original boxes, (two in each box), with the batch number of the complaint on the label. Devices one, two, and three were returned without the t1, t2, and suture. Device four was returned with the t1, t2, and suture on the needle. Devices one, two, and four's actuator is in the pre-t1/post-t2 position. Device three's actuator is in the pre-t2 position. Bio debris is present on all four devices. A functional evaluation was performed on the returned devices and found that devices one, two, and three cycled as intended. Device four deployed implants as intended using a simulation meniscus. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include a failure to fully actuate the device behind the meniscus during implantation. Based on this investigation, the need for corrective action is not indicated.

Event description:
It was reported that during a procedure, the second needle of four (4) fast fix devices were dislodged. The t1 was already secured in the patient, it was removed with tweezers. There was back up device available. There was a delay less than 30 minutes and no further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.